Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon investigation, fse bypassed the disk enclosure, after which the host pc enters the software normally. Fse replaced host pc, reinstalled the software and did the fd adjustment. The system returned to use in good working order. Codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system was unable to start. The device was rebooted several times but still it did not resolve the issue. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that host pc was defective. The host pc has been replaced and the system was returned to use in good working order. Philips has started an investigation for this complaint.